Event description:
Timer interface card failed causing lack of beam hold during multi lead collimator motion. Failure was observed to result in overdose condition by as much as 100%. Problem was identified during qa procedures and no mistreatment resulted.